Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of unsuccessful placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported xen®45 gts would not flow even after it was placed in the correct position, cut the conjunctivae down and pressurized the right eye to force fluid. Surgery was completed with another xen®45 gts. There was no eye injury.